Manufacturer narrative:
Continuation of d10: product ID 37642 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that the patient programmer (pp) would not power on, even with brand new batteries (they tried 2 sets). The caller confirmed that there was no corrosion in the battery compartment. The caller expressed concern they would not be able to see their ins battery level. The agent reviewed that if they were concerned, they could just put on the recharger to periodically charge the battery in the meantime. The agent reviewed that the when the ins was full, the wireless recharger will play tones. The caller reported that they don't think it does that. The patient programmer (pp) will be replaced. No symptoms or complications were reported.

Manufacturer narrative:
Analysis of the 37642 programmer (serial# (B)(6) revealed that the device was scrapped due to corroded boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.